Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose value was 179 mg/dl. Customer stated that she was at the doctor's office and she disconnected from the insulin pump to download the information and when reconnecting she believes that the tubing was bent under her clothes. Customer was unable to troubleshoot. She was advised to change the entire set as soon as possible, monitor her blood glucose level and treat as needed.